Event description:
It was reported a toddler sustained an injury while utilizing a procedural stretcher. The patient/toddler was ¿walking around the while parents were distracted with registration.¿ the parental caregiver was sitting next to the patient. The patient was set for discharged when they were touching the side rail and ¿it folded down¿ on the patient¿s hand. The patient sustained a laceration with bleeding. Pressure was applied to the hand and the physician was notified. The cut was cleaned, stat clot was applied with a band-aid, and the patient was discharged. An inspection performed by a baxter technician noted that a visual and physical inspection on all the customer¿s stretchers was conducted for any failure on all siderails (left, right), handles and latches, and no device malfunction was identified. There was no device malfunction identified upon inspection, and the ultimate cause of the event can be attributed to the naturally curious behavior of pediatric patients and potential lack of adult supervision. The device IFU states: ¿warning¿evaluate patients for entrapment risk according to facility protocol and monitor patients appropriately. Make sure all siderails are fully latched when in the raised position. Failure to do either of these could cause serious injury or death. Note: siderails are intended to be a reminder to the patient of the stretcher's edges, not a patient-restraining device. When appropriate, baxter recommends that medical persons determine the correct methods necessary to make sure a patient remains safely on a stretcher.¿ no further information was available at the time of this report.

Manufacturer narrative:
H11: the actual device could not be returned; however, a baxter technician performed an on-site evaluation of the device. An inspection performed by a baxter technician noted that a visual and physical inspection on all the customer¿s stretchers was conducted for any failure on all siderails (left, right), handles and latches, and no device malfunction was identified. There was no device malfunction identified upon inspection, and the ultimate cause of the event can be attributed to the naturally curious behavior of pediatric patients and potential lack of adult supervision. The device IFU states: ¿warning¿evaluate patients for entrapment risk according to facility protocol and monitor patients appropriately. Make sure all siderails are fully latched when in the raised position. Failure to do either of these could cause serious injury or death. Note: siderails are intended to be a reminder to the patient of the stretcher's edges, not a patient-restraining device. When appropriate, baxter recommends that medical persons determine the correct methods necessary to make sure a patient remains safely on a stretcher.¿ the reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.